Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: rn noticed air continued to collect in the IV tubing despite pulling the air through the line multiple times. IV filter was then changed, and tubing was completely re-primed. Issue continued to occur. At further inspection rn noticed there was a small tear in the top of the squishy tubing that goes in the IV pump. The tubing was removed from patient line and replaced, saved, and notified charge rn of issue. Additional information received from the customer: can you please provide the lot number of the product associated with reported issue? I do not have the lot number for this, when I came on shift the IV tubing was already hanging and had been for a few hours so packaging was not saved. What was the impact to the patient? There was no harm to patient as I caught the air before it went to patient.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from a pinhole at the top of the silicone segment. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review could not be performed because a model and lot number was not provided by the customer.